Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and they allege insulin pump was under delivering. The customer blood glucose level was 570 mg/dl at the time of incident. Customer reported other blood glucose values were 377 mg/dl, 266 mg/dl, 461 mg/dl, 488 mg/dl and 586 mg/dl. Customer reported that they allege insulin pump was under delivering because high blood glucose event since yesterday. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not used at time of high blood glucose event. The customer experienced symptoms such as abdominal pain, difficulty in breathing, feeling heavy and disoriented. Customer treated with manual injection. The customer also mentioned her belt clip got damaged. The customer reported that the insulin pump got a cracked on the reservoir lip ring and left side of the clip on the battery compartment from the bottom goes to the right of the clip. Customer reported that the reservoir was able to locked in place. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. Unable to complete full functional test due to missing retainer. Device also received with cracked case(battery tube), cracked battery tube threads, broken belt clip rails and missing serial number label.